Event description:
Info received: the right siderail would latch but would unlatch if somebody leaned on the siderail.

Manufacturer narrative:
The latch pin had come out of place. The latch pin was reattached to the proper location and the bed functioned to specs.